Event description:
Information received from the field notes that during a routine follow-up exam, high lead impedance was observed. The patient complained of shocks in the shoulder when the device was programmed to the unipolar configuration. A lead fracture was found and the lead was replaced.